Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance low out of range. The device recorded a fc1004 message. The patient is in slow ventricular tachycardia (vt) and is device dependent. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed as it remains in service a review of the device history record (DHR) could not be performed since the mes/matt system yielded no results. Because of the age-related of lead, manufacturing can be ruled out as the most probable cause of the complaint. Labeling review not performed. Issue of this type is not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. The manual was unlikely to be the cause of the reported complaint; and translation, wording, or graphics do not require further review as this lead is no longer manufactured. A risk review was not completed because the product predated the requirement for risk documentation; however, typically this ar code is accounted for during product development to support acceptable risk benefit for this type of product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance low out of range. The device recorded a fc1004 message. The patient is in slow ventricular tachycardia (vt) and is device dependent. The lead remains in service. No adverse patient effects were reported.